Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery depleted too quickly, but the issue did not cause the pump to shut down. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.